Event description:
A nurse reported that a pt had received retrobulbar anesthetic in preparation for surgery. The surgery had no yet started when the system displayed a message and locked. The surgery was postponed until the equipment was serviced. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported problem is unk. (B)(4).